Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). The monitoring voltage was 2.66v and the charge time was 28.9 sec. This device is part of the avt latching population advisory (6/17/2005). The device was explanted and returned for analysis.